Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with five infusion sets. The cannulas were kinked. The event occurred on (B)(6) 2024 . Patient noticed symptoms within 3 or more hours of insertion. Infusion sets were used for 12-24 hours. The site of insertion was the upper buttocks. Blood glucose level was 525 mg/dl at the time of the event. Patient took correction injection via mdi for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.